Event description:
It was reported that the balloon of a small volume folfusor 'exploded' and the lid has 'flown off'. The issue was noticed while filling the device with 5-fluorouracil (5-fu), resulting in a spill incident during preparation of the batch. The final volume of the device was 20ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.